Event description:
As reported by the end user in (B) (6), when unpacking convenience kit, they noticed that the seal on the sterile (B) (6) was already opened. The end user discarded the convenience kit. Given that the event occurred prior to the procedure there was no impact on the pt.

Manufacturer narrative:
Although it has been stated that the sample was disposed of at the hospital, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).